Manufacturer narrative:
Upon receipt the lead was found cut 21 cm distal to the df-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. During the visual analysis multiple abrasions were noted on the leads body. In particular 16 cm distal to the df-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 40 months, oversensing on the ventricular channel was reported. The lead was explanted.